Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced medical device entrapment and cardiac tamponade that required pericardiocentesis, surgical intervention and prolonged hospitalization. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed and no temperature was displayed due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The no temperature issue observed is not related to the adverse event reported by the customer. The potential cause of the adverse event remains unknown. The potential cause of the open circuit could be related to the manipulation of the device after the procedure since no temperature issues were reported by the customer. In addition, no error messages were observed on biosense webster equipment during the procedure. The physician's opinion on the cause of this adverse event is he got stuck in a biseptum. The instruction for use (IFU) contains the following recommendations: careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade; purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient; always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the catheter; do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The full UDI has now been provided under field d4. Primary UDI number. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the open circuit issue. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 11-jun-2024, the lot number was verified to be 31277093l. Field d4. Lot has been populated. With the verification of the lot number, the manufactured date and expiration date have been identified therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 4-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced medical device entrapment and cardiac tamponade that required pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that towards the end of the procedure there were having issues maneuvering the ablation catheter in the left atrium. It looked like the catheter was stuck in between the dual septum. They kept having high force. The catheter was pulled out and an effusion was discovered. The effusion was confirmed via intracardiac echo. They performed a pericardiocentesis and 2300 cc of fluid was removed. The patient was then taken to the operating room (or) for surgery. Additional information was received indicating the physician's opinion on the cause of this adverse event is he got stuck in a biseptum. Patient improved but required extended hospital stay because she went to the cardiac or.